Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 400cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 27-dec-2022, mentor received additional information about the event. The patient underwent unilateral explantation of the right breast prosthesis and it was replaced with a mentor memorygel breast implant 400cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-jan-2023, the mentor failure analysis lab received the device for evaluation. On 13-jan-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-nov-2022, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture. D6b explantation month, day, and year: (B)(6) 2022 manufacturer¿s reference number: (B)(4).